Manufacturer narrative:
Known and anticipated adverse event of tms. Most likely cause of the seizure: the patient was in first trimester of pregnancy and had recently started taking methocarbamol, both of which can reduce seizure threshold. The mt was not rechecked and the stimulation to the motor cortex from the tms likely triggered the seizure.

Event description:
A female patient undergoing treatment with the brainsway h1 coil experienced a seizure approximately 10 minutes into a treatment session. The patient had previously completed 33 tms treatment sessions without adverse events. The seizure was preceded by abrupt elevation and retraction of the right arm and lasted approximately 30-45 seconds. Ems was activated immediately. Following seizure cessation, the patient regained consciousness but exhibited postictal confusion. Upon ems arrival, the patient was assessed and transported to a local emergency department. Prior to transport, the patient was able to ambulate to the stretcher with standby assistance. During hospital evaluation, the patient was informed that she was pregnant and reported that she had been unaware of the pregnancy. The patient was subsequently discharged and is reported to be doing well. Site was not made aware of the patient being pregnant or that she had started a new prescription for methocarbamol for acute back pain. Most likely cause of the seizure: the patient was in first trimester of pregnancy and had recently started taking methocarbamol, both of which can reduce seizure threshold. The mt was not rechecked and the stimulation to the motor cortex from the tms likely triggered the seizure.